Event description:
The following description of the event was copied from a carefusion ventilation complaint form submitted by the distributor in (B)(4). "When performing the recall and upgrading the sw to 4.6, I face this issue, and now the uim have no display and the leds are "on" continuously without off."

Manufacturer narrative:
Neither the user facility in (B)(4) nor the distributor in (B)(4) submitted a user facility/importer report to the manufacturer. (B)(4). The distributor in (B)(4) determined that the most likely cause of the reported event was a malfunctioning user interface module (uim). The distributor in (B)(4) was shipped a replacement user interface module (uim) to repair the device and return it to service. Carefusion issued a return good authorization (rga) number to the distributor in (B)(4) for the return of the alleged faulty user interface module (uim) for evaluation. As of the march 26, 2015 the alleged faulty user interface module (uim) has not been received. Should the alleged faulty user interface module (uim) be received and evaluated, a follow-up medwatch report will be submitted.